Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 4:30 pm. He obtained glucose results of "208, 193 and 209 mg/dl" on the subject meter, which he felt were inaccurate high compared to his feelings/normal values. The patient stated that he manages his diabetes with humalog (self adjuster) and due to alleged inaccurate high results, he took his usual dose of medication based on the glucose result (16u). He claimed on (B)(6) 2011, at 5 pm he was "sweating profusely." In response to his symptoms, on (B)(6) 2011, at 5:30 pm, he was in the emergency room (ER), where his glucose was checked with an ER meter and a result of "45 mg/dl" was obtained. The patient reported that he was treated with IV fluids and at 6:30 pm his glucose was tested again and a result of "107 mg/dl" was obtained. During the initial call with customer service, the agent noted that the patient was using the meter set to the correct unit of measure and good unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia, which was treated by a health care professional after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (12/08/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter was tested and no faults were found. On (B)(6), 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.